Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infection (cellulitis and abscess) with pus discharge 3 days after insertion and patient went to emergency room (ER) on (B)(6) 2025 and stayed for less than 24 hours. The patient was treated with unspecified medical treatment for infection. No further information available.